Event description:
A facility reported a surgeon removed a certas valve (ID 828824) due to shunt malfunction and concern about potential shunt infection. At the time of surgery, he found the valve was fractured (nearly in half) and leaking csf around the subgaleal pocket, rather than into the distal tubing. The patient is immobile so has not had any trauma or fall whilst valve in situ. In fact he only moves bed to chair in a hoist. The valve is in setting 5.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Certas valve was returned for evaluation: failure analysis - the valve was visually inspected: the valve was returned without the siphon guard and a tear was noted around the silicon housing were the siphon guard should be. The valve passed the tests for programming, leaks, reflux and pressure. The siphon guard could not be tested as it was not returned. Root cause - the root cause for the issue reported by the customer, is probably due to the damage silicone housing, csf leakage and accumulating in an unintended part of the body. The root cause for the for the cut/tear in the silicone could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a.